Manufacturer narrative:
Correction: updated FDA result code.

Event description:
...

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis nurse identified a fluid leak coincident with peritoneal dialysis therapy. The nurse reported that they observed the fluid leaking from the cassette door. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Cycler was replaced. The peritoneal dialysis nurse stated the patient would complete treatment with continuous ambulatory peritoneal dialysis. Additional information was solicited, but unavailable.